Manufacturer narrative:
Philips has investigated this complaint. Per the information received, the system is not booting up and do not see any indication on monitors. The philips field service engineer (fse) inspected the system onsite and replaced the single board computer and battery. Fse corrected additional problems with usb connections and bios check sum errors. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use at the time and there were no reports of harm. A philips field service engineer replaced the upgr xper bi sw.r6 wo xres&r4 to r7.2.1 and returned the system to use in good working order.